Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; (B)(4) events were confirmed during testing. One device was found to be affected by corroded bearings. One device was found to be affected by shattered bearings, bearing debris in the collet, and corrosion on the collet. One device was found to be affected by broken down lubrication. One device was found to be affected by corrosion, shattered bearings, and broken down lubrication. One device was found to be affected by corrosion and broken down lubrication. One device is available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device overheated. Five events had no patient involvement or patient impact. One event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: one device is not available for evaluation, though it was originally anticipated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device overheated. Five events had no patient involvement or patient impact. One event had patient involvement with no patient impact.